Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2 foreign: australia. Evaluation and investigation is in process. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that during surgery the mesher did not ratchet. It was not able to perform the up and down motion. There was no harm or delay reported. No additional information available is indicated. Diligence is complete. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Upon receipt of additional information, it has been determined that this device did not cause or contribute serious injury and has not been previously reported as a serious injury. The initial report was forwarded in error and should be voided.

Event description:
The initial report was created in error and should be voided.